Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Inside the scale what confirmation was received that the device was fully fired? Because the surgeon heard the break of the cutting washer. Did the device cut? Yes, it did. Was the cut line fully circumferential around the target tissue? Yes, it was. If the device fully cut, were all tissue layers present in both donuts when inspected? Yes, there were.

Event description:
It was reported that during a long procedure, the stapler didn't apply some staples. A section was not closed by the staples. The procedure was finished by applying new clips. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m5313r. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.